Event description:
The customer called to report that he was hospitalized with dka and high bg's (250-274mg/dl). He had administered several correction boluses which were ineffective at lowering his bg's. No alert or alarm was initiated by the pod. The pod will not returned for evaluation.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.